Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during priming. The customer's blood glucose was 105 mg/dl at the time of incident. The customer stated that the insulin would not exit during plunger push. The customer assembled new infusion set and reservoir. The customer stated that the insulin did exit. The customer stated that the insulin pump did not alarm during manual prime. The customer stated that the issue was resolved after complete set change. The reservoir will not be returned for analysis.